Event description:
On (B)(6) 2011 customer reported cartridge chemistry (cc) obstruction detection transducer failure errors on the dxc 800 pro. Customer performed cleaning on the cc sample probe using clenz and bleach. Customer stated that after the cleaning, the customer saw that there are some drips coming from the bottom hole of the cc sample probe. Customer technical support (cts) had the customer manually flush the cc sample probe with 50cc of 10% wash solution followed by deionized water. This did not resolve the issue. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the sample tubing was loose at the syringe valve. Fse tightened tubing and leak stopped. Fse found a bent wash station probe in the second position. Fse replaced probe and performed wash station alignment. Fse turned instrument over to customer to run necessary calibrations and quality control per their procedure. No further issues were noted.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).